Event description:
Customer stated, "noticed a burn mark on the pad." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator did not observe a burn mark or any evidence of burning. The investigator did observe a worn hole on the pad. The investigator determined that the hole formed due to misuse by the customer laying on and folding the pad during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds."